Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, product type: lead, implanted: (B)(6) 2014; product ID:6935m62, product type: lead, implanted (B)(6) 2014; product ID: 97714, product type: pain stim ipg, implanted: (B)(6) 2016; product ID: 977a260, product type: x2 pain stim lead, implanted: (B)(6) 2014;product ID: 97792, product type: neuro adaptor, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the five days after implant the implantable cardioverter defibrillator (ICD) had delivered a shock for atrial t achycardia/atrial fibrillation (at/af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.